Manufacturer narrative:
Results: the pet lock was broken on the proximal end of the pusher assembly. The pusher assembly was kinked in multiple locations. The embolization coil was intact with its pusher assembly and the pull wire was present inside the detachment tip. The embolization coil windings were offset. Conclusions: evaluation of the returned penumbra smart coil (smart coil) revealed that the pet lock was broken on the proximal end of the pusher assembly and the embolization coil was intact with the pusher assembly. Pet lock separation is typically an indication that a force was applied to the proximal end of the pusher assembly in attempt to detach the embolization coil. Further evaluation of the returned device revealed that the pusher assembly was kinked in multiple locations and the embolization coil winding were offset. The offset coil winding typically occurs due to forceful manipulation during use. The root cause of the failure to detach using a handle could not be determined. The kinks in the pusher assembly was likely incidental and occurred while packaging the device for return. The handle mentioned in the complaint was not returned for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-01312.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) using penumbra smart coils (smart coils) and a penumbra smart coil detachment handle (handle). During the procedure, the physician advanced a smart coil in the target vessel and attempted to detach it using the handle; however, the smart coil failed to detach. Therefore, the smart coil was removed and the procedure was completed using another smart coil and the same handle. There was no report of an adverse effect to the patient.